Manufacturer narrative:
Failure analysis noted that the pump was monitored in 50 degree celsius oven for 2 days and no blank display was noted. There was no damage on the c13 on the lcd isolation tape noted. The pump was monitored and had no counted up numbers anomaly, high pitched beep anomaly or vibration anomaly. The pump had high idle currents due to moisture damage on the electronics. The pump had scratched display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 190 mg/dl at the time of incident. The customer's father stated that the pump was exposed to water when they went white water rafting. They removed the battery and when they put it back the pump would make a high pitched beep. The customer had been on manual injections. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.